Event description:
It was reported that during procedure halfway the length of the subject balloon catheter, there was a gap in the lumen, they noticed this that they got blood back in the syringe. No other information is available.

Event description:
It was reported that during procedure halfway the length of the subject balloon catheter, there was a gap in the lumen, they noticed this that they got blood back in the syringe. No other information is available.

Manufacturer narrative:
D4 lot# - corrected. D4 gtin - updated. D4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated h4. Manufacturing date ¿ added based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual/microscopic inspection, the balloon catheter was found to be kinked/bent in multiple areas. The balloon catheter was found to be damaged(wrinkled) approximately 2 sand 56 cm from the strain relief. There was dried procedural fluid found in the balloon catheter. There was dried procedural fluid found in the balloon. The balloon tip was found to be flat/crushed. There was a hole/perforation found on the balloon catheter shaft approximately 50 cm from the strain relief. During functional inspection, the device was flushed and there was a leakage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'balloon catheter shaft leaked during use' was confirmed during analysis. The analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device there was very little information provided with this complaint. It was reported that 'halfway the length of the flowgate there was a gap in the lumen, they noticed this that they got blood back in the syringe'. The balloon catheter was noted to have a hole or perforation present approximately 50cm distal to the strain relief. During functional testing this is the location where a leak was noted, confirming the event description. The balloon catheter shaft was also kinked/bent at multiple locations along its length. It was also damaged (noted as wrinkles) at 2 points along its length. The balloon catheter distal tip was noted to be flattened/crushed. The lack of additional information means that it is not possible to determine when the hole/damage is likely to have occurred in the balloon outer shaft layer. However, each flowgate device is pressure tested using air during the manufacturing process so this type of damage would not have escaped detection prior to shipping of the device. The as reported balloon catheter shaft leaked during use as well as the as analyzed balloon catheter kinked/bent, balloon catheter damaged, balloon catheter tip damage and balloon catheter shaft leaked during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to procedural and/or anatomical factors during use.